Event description:
The reporter did meter to lab comparison tests, within an hour, in a fasting state. Pt's meter reading was 107mg/dl, and the lab test result was 155mg/dl. Pt did not have any symptoms. A control test was not done due to unavailability of control solution. On followup, the reporter confirmed the tests. Pt declined giving age and weight info. No harm was alleged.